Event description:
Event: unplanned fem-fem bypass to resolve stenosis. Case details: graft implanted without difficulty; however, stenosis in right limb remained unresolved. Left to right fem-fem bypass completed to resolve stenosis. Additional stent placed in left graft limb.